Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request.¿ evaluation summary:" post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
The reporting person said: the device broke during stapling (load purple). No injury reported. Additional information requested via email please confirm that product will be returned for investigation. Could you please provide the UDI# for the handle used in the procedure? What is the product ID and lot number for the reload used with this stapler? If the customer cannot supply the product ID or lot number, was the reload a universal roticulator sulu, a straight sulu, or a tri-staple reload? Could you please provide the UDI# for the reload used in the procedure? Was any reinforcement material used in conjunction with the stapling device? If yes, a. What was the brand of the reinforcement material used? B. What was the item code and lot/serial number of the reinforcement material? What surgical procedure was being performed. Can you confirm that the patient was not injured? Did the device fire the full linear range of the reload? Did the device partially fire?